Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances; however, it was unspecified if the measurements reached out of range values. No adverse patient effects were reported. This rv lead remains in service.